Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) value displayed as 'low' on the continuous glucose monitor (cgm). The cause of low bg was unknown. The customer consumed carbohydrates to address bg. The customer also mentioned that they were going to call emergency medical technicians (emts) to verify their bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.